Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility returned the cusa excel 36khz straight handpiece each 1 (c2602) as it was a loaner unit. During testing of the handpiece by an integra technician, the handpiece was overheated. There was no patient involvement or user injury.

Manufacturer narrative:
The cusa excel 36khz straight handpiece (c2602) was returned for evaluation. Device history record (DHR): the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - performance of the handpiece did not meet required specifications. There was no delamination visible, however it failed incoming performance tests for power measurements. Root cause - the issue was due to the coliform and transducer failure. A new transducer, coil form and housing assembly were replaced. The handpiece was retested and passed all tests per manufacturer's specifications. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.